Event description:
It was reported to philips that the heartstart mrx defibrillator battery caused the unit to alarm and display system malfunction then shut off during servicing. There was no patient involvement.